Manufacturer narrative:
The site did not return any device or provide any lot or serial numbers therefore no device evaluation was performed. If additional information is received pertinent to this event, a follow-up report will be submitted. (B)(4).

Event description:
This is an adverse event recorded on a crf as part of the (B)(4) patient registry. The patient was prospectively enrolled with 9cm indefinite dysplasia. One day post focal ablation procedure, the patient reported that after eating breakfast, he vomited. The patient contacted the treating physician's office and was instructed to go to the emergency room (ER). The patient was evaluated by the ER physician and admitted to the hospital overnight for observation. An esophagram was performed which was unremarkable. The patient was discharged to home the next day with no further vomiting or other clinical sequelae. Per physician the severity of this event was serious, the relationship to the device procedure was unlikely and there was no device malfunction. This event is being reported out of an abundance of caution.